Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. No unexpected alarm anomalies during testing. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was priming the tubing when he received an alarm that he had never seen before. He was unable to exit out of this alarm at first. The insulin pump locked up. The esc button on the insulin pump was unresponsive. The keys were sticking. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.